Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issue; however, the customer ultimately reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.